Event description:
Related manufacturer reference number: 2017865-2022-16656. It was reported the atrial and right ventricular leads exhibited sensing and capture issues. X-rays taken showed the atrial and right ventricular had dislodged. Upon opening the pocket, visual examination confirmed twiddlers syndrome was the cause. While attempting to reposition the right ventricular lead, it was determined the helix would not retract. The atrial and right ventricular leads were explanted. The patient was in stable condition.